Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of bending section cover being scratched was confirmed. In addition to the finds reported in event, the bending section cover was scratched. Adhesive on bending section cover was chipped. The video connector was scratched. The video connector case was cracked. The bending angle in up direction was insufficient due to the elongation of the angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had scratches on the curve part. There was no report of patient harm associated with this event. During incoming inspection, it was determined the objective lens adhesive was peeling. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. An attempt was made to obtain additional information but no new information was provided. It was unknown when the event occurred or when the problem was first noticed. It was also unknown if there were any other devices involved. Olympus will continue to monitor field performance for this device.